Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump had a cracked bottom case and a cracked right plunger case. Review of the device data log noted "motor not running." Functional testing included use and occlusion testing. The pump was checked for loose connections and damage to the main printed circuit board (pcb). It was found that the main pcb board was misaligned due to customer misassembly. The main pcb board was re-aligned and any damage was repaired. The pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was determined to be a misaligned pcb board due to customer misassembly.

Event description:
Information was received indicating that this syringe infusion pump's motor was not running. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).